Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii video system center in auto mode was too bright and had a bad picture on both the olympus monitor and the steris big screen. The issue was found during procedure, and the intended procedure was diagnostic (colonoscopy). The procedure was prolonged, and it did not need to be completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised to check that the brightness was set to 0 when in manual mode and also was advised to reseat the light source cable. The customer verified that the issue was resolved. The root cause of the issue could not be determined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.